Event description:
End-user called in to report frequent leaks with all products. End-user also stated she receives a one (1) to two (2) day wear-time. End-user further states that skin presented with a "itchy and burning rash" under wafer and tape borders which spread quickly. Lastly, end-user stated that she uses adhesives to bond wafers.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user stated she saw a wound ostomy continence nurse who diagnosed issue as yeast and recommended an over the counter (otc) antifungal product, ceazorb. End-user stated she uses and unk protective barrier to crust. End-user was provided instructions on the usage of non-oiled soaps, stomahesive powder and allkare. Lastly, end-user indicated that she felt that her wafer is tight around the stoma; therefore appropriate fitting of wafers were discussed with end-user. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected.